Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rear of center seat frame was broken at rivnut. The recline actuator was bent. Both lower adapter shear weldments were bent and the left side shear link was broken from shear weldment, this resulted in a broken/bent seat frame which confirmed the original complaint issue.

Event description:
The dealer called tech and stated that the back frame is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called tech and stated that the back frame is bent.